Event description:
It was reported that the surgeons handheld would display an error message that the battery latch was open and the screen would then go blank. Troubleshooting was performed which included performing a hard rest of the handheld, and verification that the battery latch was closed, however the problem continued. There was no report that the handheld was dropped or sustained any trauma. The surgeon and/or the staff eventually got the handheld to work, however a new handheld was requested. The non-working device has been returned to the MFR where analysis is underway.